Event description:
It was reported that the patient presented for an implant procedure. It was noted that the proximal end of the left ventricular lead got pulled out when attempting to remove the stylet. The lead was not used and was replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. As received, a complete lead with stuck stylet was returned in one piece. Visual examination found that the ptfe coating of the stylet was stripped and was bunched up with the inner coil distal to the connector pin. The connector pin with the cap and crimp sleeve were found pulled out of the molded connector stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead during the procedure. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin to be pulled out through the connector assembly. Electrical test was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.